Manufacturer narrative:
(B)(4). The reported issue was determined to be a system error 2240 during evaluation of the event history logs. The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error occurred on the homechoice (hc) device. The reporter stated that no number was displayed on the hc with the system error. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received or other additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1997. The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms on the day of the event, but as the reported alarm was unknown the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing, and the device passed a simulated therapy with not issues. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.